Event description:
Complainant alleged that the medics were attempting to pace a male pt (age unk) who was presenting an asystole heart rhythm. Using a multi-function cable and electrodes. The device screen displayed an error code (that is not remembered by the medics), and the medics were unable to pace the pt or to gain capture of the pt's heart rate. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction, as the pt had been down for awhile with an asystole heart rhythm.